Event description:
It was reported that during a gastrectomy procedure, the device didn't staple in the middle of the staple line. Another device was used to complete the procedure. There was no pt consequence.